Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was not reviewed as the device serial number is unknown. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 21mm valve in aortic position underwent surgery for valve in valve replacement after an implant duration of approximately 8 years and 7 months for unknown reason. The patient was noted to be in stable condition after the procedure.

Manufacturer narrative:
Reference CAPA-20-00141.